Event description:
It was reported that patient's initial recovery after the x-stop procedure was uncomfortable but patient seemed to progress. During (B)(4) 2009, patient began to experience severe stabbing pain in her back and limitation of movement. The condition worsened. An MRI revealed that the device "broke". The patient was advised that surgery was required to remove the device and to insert rods and screws to stabilize her back. This fusion was done on (B)(6) 2009. Patient spent 5 days in intensive care and was released after a period of 14 days in the hospital. Reportedly, patient had physical and outpatient therapy three times a week. Patient walked with the aid of a walker and progressed several months later to a cane. Patient's recovery has been slow; patient continues to struggle with minimal daily activitities.

Manufacturer narrative:
Device not returned. Follow-up with reporter.

Event description:
It was reported that the patient underwent a successful x-stop procedure in 2009. Seven months later, the patient started to experience severe pain. Upon further evaluation, the physician found that the device had dislodged from its position between l4 and l5. The x-stop was removed three months later. It was reported that post the x-stop removal procedure the patient was in intensive care after developing an infection. She was discharged two weeks later, was still in pain. No further information was provided.